Event description:
Doctor reported fracture of mount hexagon inside of both implants at tooth sites 32 and 42, so that implants had to be removed and new ones were placed to complete procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received two (2) tsvmb11, (imp,tsv,mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed, there was bone debris on external threads and damage was identified on both implants. The first implant had a fractured mount hex stuck inside the implant. The second implant did not have a mount identified inside. This complaint refers to the second tsvmb11. The device history record (DHR) was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1265441 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. The second implant didn¿t have a hex inside. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.